Event description:
It was reported that insulin pump has been exposed to moisture damage. As a result, it was reported that the insulin pump has an unresponsive keypad. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 85 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons responding properly however, moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies. The insulin pump was received with cracked case at display window corners and display window. Unit received with minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.